Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after loading, foreign matter was found around the haptic part of the lens when observed with a microscope. The iol was replaced with another iol to complete the procedure. Additional information was provided indicating that the iol never touched the eye and there was no patient harm.